Manufacturer narrative:
There was no relationship found between the reported incident and the returned device. Visual inspection of the returned controller found minor scratches. Functional evaluation revealed that the controller functioned as intended according to the reported event. All ablation and coagulation output voltages fell within specified ranges. All settings were functioning fine. The complaint was not verified and the root cause was unable to be determined since the device functioned as intended. Potential factors unrelated to the manufacturing or design of the device that could have contributed to the reported event includes: (1) there could have been a power surge to the controller which could have caused intermittent failure or (2) there may have been a loose power connection or interference between other devices. A review of the manufacturing records found that the device did meet manufacturing specifications at the time of release into distribution. Device returned for evaluation. Device evaluated by the manufacturer.

Event description:
It was reported that when the wand is plugged in and settings changed it goes back to original setting. There was a surgical delay greater than 30min. No patient injury reported.